Event description:
It was further reported that the voluntary (B)(4).

Event description:
It was further reported that the voluntary medwatch # is (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the taxus element/ion stent delivery system (sds) was received with the stent separated from the sds. A short section of a guide wire was entangled in the mangled struts of the dislodged stent. There was blood and contrast on the sds and stent. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. There were several bent and stretched struts throughout the length of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and a dissection occurred. Access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the severely calcified obtuse marginal and the tortuous circumflex (cx) artery. An al2 non-bsc guide catheter engaged the target lesion and a non-bsc guide wire was advanced. An attempt to ivus with a non-bsc catheter was unsuccessful as the device did not cross the lesion. A non-bsc cutting balloon also failed to cross. Next, a 3.5x15mm apex mr balloon catheter was advanced to predilate the lesion. A 3.5x24mm ion stent delivery system (sds) was advanced but could not cross the lesion. An attempt was made to pull the stent back into the guide catheter. During removal of the sds, the stent partially dislodged from the delivery system but remained on the wire. An attempt was made to remove the guide catheter, wire and sds as a unit, however the stent did not go into the guide catheter and it flipped off the wire and dislodged at the internal iliac. The guidewire was exchanged and an attempt to remove the stent with a .014 snare was unsuccessful. A .035 snare was used to successfully retrieve the stent. On further analysis of the patient, there was a left main dissection and an extensive proximal left circumflex dissection extending to the 1st obtuse marginal branch and the mid left circumflex vessel. A balloon pump was inserted and the patient was sent to surgery for left internal mammary artery bypass to the lad. Surgery was successful and the patient has been discharged.